Event description:
It was reported that the sheath leaked blood from the valve. During a pulse field ablation (pfa) procedure to treat atrial fibrillation a faradrive sheath was used. The sheath was leaking blood from the valve when a non-boston scientific mapping catheter was inserted in it. It was noted that there was no leak with the farawave inserted, and it also did not leak with the mapping catheter inserted when the right atrium was mapped. The sheath was used to complete the procedure despite the issue. No patient complications were reported.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.